Manufacturer narrative:
(B)(4). Customer declined replacement product. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer not feels well and observed symptoms of tiredness. Customer states that she doesn't need medical attention at the time of the call on (B)(6) 2016 as a result of the meter's readings. The product is stored according to specification in the bedroom. Blood test performed fasting during call on (B)(6) 2016 produced result of 167mg/dl after blood sample applied to test strip. No e-5 error code appears. The customer's expected fasting blood glucose test result range is 150-170mg/dl.